Manufacturer narrative:
Foreign country: (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, foreign) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient was extremely position sensitive with adaptivestim (as). There was a loss of as settings. The as has stopped a couple of times. When using as it works fine for a couple of weeks, even though she turns off the ins and turns it on again, the intensity remains. But sometimes when she has turned the ins on again, no intensity has remained, and she has had to go through all the programs in the same group. High density (hd) was used in programming. The cause of the event was nothing special, further stated when the patient changed to different position. No specific actions were done to resolve the event. Right now the as works.